Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the issue was reported to product support and would be addressed in the next software update. The system was working properly and no additional action was required. The provided images are consistent with the allegation of the undocked arm(s).

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed universal surgical manipulator (usm) arm was undocked without any message while an instrument was still on the usm arm. The customer noticed that the instrument moved with uncontrolled motion in the thorax. It was suspected that the usm arm was undock due to a collision with the usm arm. There was no patient injury due to the issue. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside and when trying to manipulate the instruments inside the high-resolution stereo viewer. The failure was related to the complete inability to move the instruments. There were no movements. There was external collision in between the arms. The issue happened once. The corrective actions taken were removing of the instrument, redocking the arm and inserting the instrument again. The drape is not available for return. There was no injury to the patient. The instrument is not available to be returned to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to collisions between two universal surgical manipulator (usm) causing it to become un-docked while the instrument was still installed. This issue can be resolved by re-docking the usm and ensuring the usms do not collide.